Event description:
On (B)(6) 2025, the user reported difficulty pairing a dexcom g7 sensor with the ilet device. The ilet was not receiving continuous glucose data, while the dexcom app displayed a blood glucose reading of 314 mg/dl. The user later confirmed that an incorrect pairing code had initially been entered. After entering the correct code, the device began the sensor pairing process. The user was advised to allow appropriate time for sensor pairing and warm-up. A follow-up confirmed successful pairing. The ilet resumed operation. Patient reported to be very irritated and anxious. No external assistance or medical intervention was required.

Manufacturer narrative:
H6: component code - user error, entered incorrect pairing code. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.